Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6944-65 lead 2009 (B)(6); 5076-52 lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced dyspnea due to missed ventricular stimulation and exit block of the left ventricular lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced dyspnea due to missed ventricular stimulation and exitblock of the left ventricular lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).